Event description:
A healthcare professional reports that lower than expected act+ results were generated with the hemochron signature elite microcoagulation system. The patient was administered 10,000 units of heparin during an endograph procedure. The elite instrument generated an act+ result of 162 seconds; the expected result for this patient was 300 seconds. No adverse events were reported.

Manufacturer narrative:
(B)(4). The actual device was not yet evaluated; a process evaluation was performed. No related ncrs were identified for this instrument. Cuvette device history records were reviewed and found to meet specifications. Results pending completion of evaluation. The device was returned and evaluation is in progress; conclusion not yet available. Itc has requested all data required for form 3500a.